Event description:
The pt experienced increased shortness of breath, tiredness, and decompensation. At explant, a suture had pulled through the annulus and calcification was noted on and around the valve. The area was repaired with add'l suture and the pt was removed from bypass, however, the valve "did not work" and was removed. A mosaic valve was then implanted. It was reported the pt experienced chest trauma some time prior to explant. The pt slid down a hill and fell onto a pipe with their chest. It was also reported the surgeon was concerned about the amount of calcification present on the valve and he did not believe the explant was related to the chest trauma.